Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed in the pump's event history. This condition was caused by the pump's air in line printed circuit board being out of calibration. The pumphead module was replaced to correct this condition. Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2011. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 810:11. The event was reported to have occurred upon power-up. During product evaluation, a baxter service technician confirmed failure code 810:11 and found this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.